Event description:
A customer reported in (B)(6) that their thinprep 5000 processor autoloader etched a wrong vial ID onto a slide. No patient recall was required as sufficient sample was left to reprocess the vial. After 250+ attempts hologic's field service engineer was unable to reproduce the error. Hologic's field service engineer found the most likely cause of the error being caused by a barcode shining through underneath label. Instrument is operational. This is considered a reportable event since the thinprep 5000 processor autoloader did not perform as intended and this could potentially lead to ta misdiagnosis or delay in diagnosis.